Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9114913, cat. No. 320136. Visual examination was carried out on the returned sample and photos and black foreign matter embedded in the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause of the black foreign matter is degraded material caused during startup of the moulding process. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered prior to use on needle hub with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from japanese to english: a patient visited the pharmacy with the complaint product. The patient stated that he/she had found a black fm attached inside the polybag when opening the shelf carton. Pictures reveal foreign matter on needle hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use on needle hub with a bd pen ndl 32 ga 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient visited the pharmacy with the complaint product. The patient stated that he/she had found a black fm attached inside the polybag when opening the shelf carton. Pictures reveal foreign matter on needle hub.